Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the hospital on (B)(6) 2013 for low blood glucose via emergency medical services. The user stated that the low blood glucose event began the day before on (B)(6) 2013. The blood glucose at the time of the hospital arrival was 38 mg/dl. The customer did not report any symptoms. User did state they threw drinks on partner due to the low blood glucose. The customer stated they were treated at the hospital. Customer stated the low blood glucose event was due to possible setting issues. Troubleshooting was not provided. Insulin pump will not return for analysis.